Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that it was clarified the leak was occurring through the distal orifice of the balloon even after the xpedion 010 micro guide was placed. The balloon had a leak at the distal guidewire seal. The balloon leak occurred at the distal guidewire seal. Set up was done as per the product's instructions, precisely when preparing to remove air from the system it was identified that it was not holding the air. The cause of the leak was not determined. There was no damage or evidence of tampering to device packaging. No damage was identified. The balloon that comes inside the packaging that accompanies the balloon, micro guide x-pedio 10 lot d024935, was used. The guidewire tip was advanced to exceed a few centimeters, but the sealing orifice occlusion test was carried out with advancement of several points, with little and with much forward, without success. The contrast ratio was 50/50. The balloon was inflated and deflated approximately 5 times. The injection rate was stable. A 1 ml insulin syringe was used during inflation/deflation of the balloon?

Event description:
Medtronic received a report that a hyperglide occlusion balloon was being prepared for use in a procedure when it was identified that it was not staying inflated, leaking through the same hole in the guide. Placing the guide further forward resulted in no change, so it was replaced by another hyperglide to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.